Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. These multiple manual power ons would have resulted in the device memory becoming full on the (B)(6) 2019. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. Device switching on automatically and giving memory full prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically and giving memory full prompt.